Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of murrieta. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and medication was not appearing. A field service engineer (fse) noted the pyxis was on version 1.6 and upgraded it to version 1.11. The computer name was renamed, and device registration was performed. Rss version was 4.12 and comp manager was 5.31; however, the station failed to synchronize, and the option was not available in data synchronization setup. The system was reinstalled back to version 1.6, but the same issue persisted with not appearing on the server. Then technical support specialist (tss) upgraded the device and successfully synced it to the es 1.11 server. Following the upgrade, the device functionality was verified, and the customer confirmed that the system was working as expected. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not showing new patient data and medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.